Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: neuro interventional radiologist. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2025, the patient presented for a right lower extremity angiogram. Vascular access was obtained via the left common femoral artery using a 6 french sheath. Upon completion of the procedure, hemostasis was achieved with a 6 french angio-seal vascular closure device. The patient tolerated the procedure without immediate complication. On (B)(6) 2025, a follow-up duplex ultrasound of the left groin was performed. Imaging demonstrated an obstruction in the mid-portion of the artery, felt to represent a partially occlusive thrombus. There was concern that the finding could represent the angio-seal footplate. Given this consideration, the decision was made to pursue conservative management and allow additional time for device resorption. On (B)(6) 2025, a repeat ultrasound was obtained. The previously noted occlusion appeared less organized, with interval change suggesting possible migration of the obstruction to the posterior wall of the vessel. On (B)(6) 2025, vascular access to the left common femoral artery was achieved via radial approach. During this evaluation, an occlusion at the prior femoral access site was again noted. Additional information was received on 29dec2025: there was no initial difficulty noted from successful use with the angio-seal for the patient. No intervention was performed after (B)(6) 2025 follow up. The doctor determined during the last case that he will need to send the patient to the vascular surgeon to resolve. The patient condition was stable. The doctor is sending the patient to vascular surgeon.

Event description:
Additional information was received: the patient was sent to surgery and per the doctor, the angio-seal was inside the vessel and there was a lot of inflammation around it. The patient developed a seroma after the surgical intervention, however the patient is doing fine. Below is endarterectomy report from surgeon. Femoral enterectomy report: indication for procedure: this patient is an (B)(6) year-old woman who underwent angiogram with angioplasty and placement of stents over lower extremities secondary to symptomatic claudication. At the time she did have placement of angio-seal at the access site in her femoral artery. This apparently migrated into the artery and resulted in partial occlusion. She had remained symptomatic from this, and it was felt that she would benefit from an endarterectomy. Indications options risks and benefits of the operation were discussed with the patient in detail, all questions were answered to her satisfaction and she wished to proceed. Procedure in detail: the patient was taken to the operating room and with general anesthesia established her left lower extremity was prepared and draped in the routine sterile manner. The skin over the proposed incision site directly over the femoral artery was infiltrated with local anesthetic an inguinal incision was made dissection was carried down through the subcutaneous tissues towards the femoral artery. Two relatively large nodes were present and these were excised and sent to pathology. The artery was readily identified and dissected out proximally and distally within the confines of the wound. A vessel loop was passed around the common femoral sfa and profunda arteries. There was a fair amount of scarring around the artery at this point. Meticulous dissection was carried out to dissect out the artery. Once fully exposed and after administration of 3000 units of heparin with adequate circulation time the vessels were occluded with the vessel loops. An arteriotomy was made. Significant plaque was noted in the artery. Of note prior to occluding the artery the pulse was very weak in the sfa distal to the bifurcation of the profunda. The profunda also had a very weak pulse. Once the arteriotomy was made this was extended proximally and distally to a point pass the occlusion. An endarterectomy was performed with meticulous care removing all debris from the artery. Smooth transition points were achieved proximally and distally. The artery was then closed using a patch. This was approximated to the edges of the artery with a running 6 0 prolene suture. The suture line was noted the hemostatic except at 2 points which were oversewn with 6 0 prolene sutures. Of note the vessel was flushed prior to completing the anastomosis. With all vessels opened good doppler signal was noted in all 3 vessels. Hemostasis was assured wound was irrigated with copious amounts of saline fibular surgicel to the wound. The wound was closed in 3 separate layers approximating subcutaneous tissues with 2-0 vicryl and 3-0 vicryl sutures and a running manner. Skin was closed using 4-0 vicryl in a subcuticular manner. Steri-strips were applied and dry sterile dressings placed. She tolerated the procedure well and no complications were encountered. She does have a very good posterior tibial doppler pulse the pulses were not palpable. Needle sponge and instrument counts were correct at the end of the procedure. She was transferred to the recovery room in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, three angiograms and two ultrasounds were received. Two angiograms were of the initial procedure on (B)(6) 2025. Both ultrasounds were from the follow up on 27oct2025. The last angiogram was from a follow up on 19dec2025. All images were of the left common femoral artery (cfa). The sample was not available for evaluation. Three angiograms and two ultrasounds were received. The complaint was reviewed with terumo's chief medical officer, but no determination regarding the event could be made based on the available information. Pre-deployment angiograms showed the left common femoral artery (cfa) without obstruction. The ultrasounds showed an obstruction in the artery. The final angiogram showed an obstruction to the common femoral artery (cfa). Intervention was performed and the obstruction was removed. The anchor was reported to have been removed from the artery. Terumo could not substantiate the reported claim. The obstruction removed from the artery could not be verified based on the available information. Based on the op-note provided on 2/26, significant plaque was present in the artery. It is possible that plaque was dislodged during the original operation, but this could not be confirmed. The cause of the reported event could not be confirmed based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).